Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4)). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for pseudomonas aeruginosa (>50 cfu /box). The facility had been reprocessed the subject device using non-olympus automated endoscope reprocessor with peracetic acid before the culturing test. The other information on the event was not provided but there was no report of infection associated with this report.